Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (30 mg/ml at 5 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the pump was in the llq (left lower quadrant) and had started to protrude through the skin. The pump was sideways, and the outline of the pump could be seen through the skin. The physician explanted the pump and replaced it with a smaller pump in the patient¿s left buttock/flank. The environmental, external, or patient factor that may have led or contributed to the issue was that the patient had lost an unknown amount of weight recently. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.